Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The heartmate 3 left ventricular (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists various types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2023 and had unknown complications resulting in liver failure. The patient passed away due to multisystem organ failure on (B)(6) 2023. The outcome was not considered device or therapy-related. An autopsy was not performed. The device was not explanted.